Manufacturer narrative:
(B)(4). Date sent: 9/9/2020. H2: additional information: three photos were received from review. Upon visual inspection of three photos, the following was observed: the first photo shows a clip what appears to be properly formed. The second photo shows tissue and a clip in tissue appears to be with gap. The third photo shows a tyvek of product code el5ml. Based on the photos reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Manufacturer narrative:
(B)(4).batch #: unk. Date of event is 2020. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: photos were received for review. Review of photos is in progress and has not yet been completed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the el5ml clips were not closing properly (faulty clip on el5ml). It is unknown how procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 10/6/2020. D4: batch # u93z8f. Investigation summary: the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 2 conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.